Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sale representative via the phone that ar-9100-10s, ar-9146-18p and ar-9105-03 were explanted (B)(6) 2021 due to pain and rotator cuff failure confirmed by imaging. These devices were implanted on (B)(6) 2015 @ (B)(6) hospital. The case was completed using a competitors reverse total shoulder system.